Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert notification occurred. The product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test was performed and failed. Functional test: audio test was performed and failed. Alarm/alert manual test was performed and failed. Speaker/vibrator resistance was performed and passed. Internal visual inspection was performed and failed. The performance data was reviewed finding assembly error related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).